Event description:
During an acl reconstruction the surgeon was utilizing a fast-fix 360 curved needle delivery system, after deploying t1 and upon removing the insertion needle, it was noted that the suture tied to t1 and t2 was broken. As a result, t1 was left in the patient unsupported. The procedure was ultimately completed with a backup device on hand. No patient complications or injuries were reported. The device was reportedly discarded post-operative.

Manufacturer narrative:
(B)(4).